Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the o2 gas module in a ventilator confirmed the reported problem which it failed the pre-use check test. The failure was caused by a defective pressure sensor on a printed circuit board inside the o2 gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.